Manufacturer narrative:
Literature citation: daisuke togawa "clinical practice for osteoporotic vertebral compression fractures-a role of balloon kyphopplasty (bkp)" pt age: mean age: (B)(6) years old. Pt gender: 4 men,10 women. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
In and after (B)(6) 2012, daily pth administration was applied, beginning during the perioperative period of balloon kyphoplasty (b kp/daily pth therapy). Follow-up for one year or more after this therapy has been made on 14 patients (mean follow-up period 19 months). For these 14 patients, bkp was performed 15.5 weeks after injury on average. Among the 14 patients, 3 cases symptom-free but having morphological fracture with 20% or more decrease of vertebral body height from the preoperative level.